Event description:
Elderly reporter had called after learning of the surestep replacement program on television. Confused over specifics, she said she had received er1 and 'other' messages on her meter but could give no details. She stated "I have never had high blood sugars at all and I never have looked at the confirmation dot on the back of the strip. I am new to all this." She said she had used the surestep meter for a 'few months' and has not used the replacement meter. She is 'okay' with continuing use of the onetouch basic meter.